Manufacturer narrative:
Lot number and device received (B)(4) 2014. Review of device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was received, evaluation anticipated. Subject device has been received and is currently in the evaluation process. Investigation is on going, no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Caused or contributed to the potential event described in this report. Device used for treatment not diagnosis. (B)(4). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that on (B)(6) 2013 a breakage of an implanted proximal femoral nail antirotation occurred in patient. This report is 1 of 3 for complaint (B)(4).